Event description:
It was reported that during a shoulder arthroscopy the implant broke while being inserted into the prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2023 nroe: further information revealed that all broken-off parts were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-3638-1 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was bent and broken off. No sutures or anchor arrived with the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture anchor type and size based on the specific indication, preferred surgical technique, and patient history. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.